Event description:
Rptr did not use because of poor quality. Poor adhesion of the skin barrier used with urinary ostomy prosthesis precipitated constant seepage of urine. Within 48 hrs, 1/2 of the skin barrier dissolved completely to the plastic matrix. The resultant leakage of urine prevented rptr from functioning normally. "Affected normal lifestyles." "Try to envision conducting business in public or even carrying out normal household activities in anticipation of being drenched with urine or feces (depending on the type of ostomy). And when the leakage does occur, soiled and/or wet clothes and accompanying odor surely does adversely affect a normal lifestyle. Past experience indicated that reporting to the MFR will only result in a computer generated response: "sorry...we investigated...the product complied with our standards." They may replace the unsatisfactory product with another box of "unreliable" products.